Event description:
It was noted that there was a premature battery depletion coupled with rapid discharge. The patient was experiencing telemetry and coupling issues. An impedance test was done and it showed ¿????¿ results. The patient was seen by a manufacturer representative on (B)(6) and they were experiencing out of range issues and infrequent operation of their stimulator. The battery was low and the patient was having trouble recharging. The patient was barely able to feel their subcutaneous leads even at very high amplitudes. Their epidural lead got their bilateral legs and some right lower back. The subcutaneous leads might be too deep. The patient was going to continue meeting with their doctor every week to see if things improved as their swelling decreased. The patient was seen by a manufacturer representative and two impedances were out on one electrode but the patient wasn¿t using those electrodes. The patient was doing well and their legs felt great. The patient¿s stimulation rate was increased slightly and they said that it was better. The patient liked the stimulation in their back better during the trial but noted they were now better overall. They were going to be getting a steroid injection on (B)(6). It was thought that the patient was doing well at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# va0nshr, implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6), 2014, product type: lead. Product ID: 3888-33, lot# va0nshr, implanted: (B)(6), 2014, product type: lead. (B)(4).